Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at the time of incident. The customer stated that she feels her pump was not working right. She forgot to bolus for dinner woke up and bloused and went back to bed, when she woke up blood glucose was really high. The customer experienced nausea, sleepiness and parched due to high blood glucose. The customer treated high blood glucose with insulin pump. The insulin pump was not on auto mode at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the basal rate and bolus wizard was programmed accurately. The insulin pump will be returned for analysis.